Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, the is-1 terminal pin for this right ventricular (rv) lead was stuck in the header of this cardiac resynchronization therapy defibrillator (crt-d) even after the setscrew was fully disengaged. Mineral oil was applied with a needle inside the port and gentle twisting of the terminal pin was applied. The rv lead¿s terminal pin then fully separated from the lead body. The is-1 portion was capped and a new pace/sense lead when then implanted. The rest of the rv lead remains implanted for defibrillation purposes. No adverse patient effects were reported. The crt-d was able to be successfully explanted and replaced.